Manufacturer narrative:
Batch review performed on 18 october 2019; lot 113571: (B)(4) items manufactured and released on 23-nov-2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager hip revision surgery performed 6 years and 4 months after cementless total hip arthroplasty. Radiographic image provided shows the presence of radiolucent lines in gruen zones 1 and 7 suggesting implant mobilization. Aseptic loosening is a possible, literature described, long term adverse event after cementless total hip arthroplasty and causes are often unknwon. The reason of this event cannot be determined.

Event description:
Revision surgery performed about 6 years and 4 months after primary due to stem mobilization. The surgery was completed successfully, head and stem revised successfully.